Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. The customer's blood glucose (bg) level was impacted 265 (mg/dl). The customer took a bolus via syringe. It was indicated that the customer had alternate insulin therapy available.